Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl as the customer consumed food without delivering a food bolus. The bg level lowered without treatment. Tandem technical support advised the customer to discuss the event with a healthcare provider.